Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was low, the needle bearing was worn, and the unit was out of calibration. The motor, sleeve, and needle bearing were replaced and the unit was recalibrated which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device needed recalibrated and the defective needle bearing and motor needed to be replaced. No further information provided. Device was returned only for annual maintenance. Investigation found low motor speed. There was no adverse event reported as a result of this malfunction.